Event description:
The customer contact reported the pt received more medication than intended. At 1422, an unspecified channel of the device was programmed for piggyback delivery of calcium chloride 1gm/55ml, at a rate of 50ml/hr, which a vtbi (volume to be infused) of 55ml, and the delivery was started. At 1458, the nurse returned to the pt's room. At this time, it was reported that the nurse noted the calcium chloride container was empty; however, the device displayed there was still a vtbi of 33ml. There were no reported adverse pt effects. No medical interventions were required. The device was removed from clinical service. During testing at the user facility, the device passed testing. Though requested no additional info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.